Manufacturer narrative:
The customer's strips and meter were requested for return. The product has not been received at this time, as the customer has declined to them back. If the product is returned in the future, a follow up report will be submitted. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 353502) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the stago neoplastin method. At 12:09 p.m. The meter result was 5.4 inr and at 12:15 p.m. The laboratory result was 3.90 inr. The patients therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The patient's current condition was provided as "not well".